Event description:
It was reported that while in inventory, it was noticed that a tracheostomy tube appeared to be a different length than what was reported on the label. The device was never used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. An investigation determined the device length was 55mm however the sss label indicated it was 45mm in length. This could have been due to an error when imputing the device information into sss's database or it could have been sent to sss with the incorrect information on the OEM label. The labeling discrepancy was found while the device was in inventory.